Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. (B)(4). Implant date was provided as (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision procedure on (B)(6) 2016 for a refracture just below the implanted tfn-advanced proximal femoral nailing system (tfna) nail. Surgeon removed one (1) 12 mm/130 deg titanium cannulated tfna 170 mm - sterile short nail, one (1) tfna screw 95 mm - sterile, and one (1) 5.0 mm ti locking screws w/t25 stardrive recess for im nails/sterile easily with no fragments generated. He then implanted a long tfna nail, lag screw and two distal screws. Routine intraoperative x-rays were taken. There was no surgical delay and no patient harm. The procedure was completed successfully. The patient was implanted with the hardware in (B)(6) 2016 by a different surgeon. The femoral fracture/delayed union occurred on an unknown date. This is report number 3 of 3 for (B)(4).